Event description:
It was reported that the device was explanted after an implant duration of 133 months due to prosthetic aortic valve stenosis with chf (congestive heart failure). Reportedly, there were aortic laceration complications upon re-opening the stemum.

Manufacturer narrative:
Device not returned.